Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular lead was found to have lost capture. The lead was explanted and successfully replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.